Manufacturer narrative:
(B)(4). The reported complaint was not confirmed due to sample unavailability. Therefore, no assignable cause could be determined. A review of all batch record documents was performed for associated lot numbers 06a059 and 06a060 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. This issue is being investigated through CAPA. If additional information becomes available, a follow up report will be submitted.

Manufacturer narrative:
(B)(4). Baxter is attempting to obtain additional clinical information related to this incident. Should additional information become available a follow-up will be submitted.

Event description:
Baxter corporate product surveillance (cps) received a report involving a zimmer multirateinfusor, 2,4,6,ml/h+2ml pcm. It was reported that the patient is pursuing a product liability claim arising out of the use of the zimmer ambulatory pump. It was reported to zimmer by the patent's counsel that the patient received an implant on (B)(6) 2007. The patient allegedly experienced cartilage damage. The patient has not undergone revision surgery and it is unknown if revision is scheduled or is in discussion. No additional information is available.